Event description:
Boston scientific received information that this lead exhibited noise which resulted in oversensing and pacing inhibition. The pacing inhibition resulted in greater than 2 seconds of asystole. The patient underwent a revision procedure and this lead was explanted and a new lead was successfully placed. No further adverse patient effects were reported.

Event description:
This product was returned for laboratory analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at the post market quality assurance laboratory visual inspection revealed that this lead was returned in two segments and had been severed 82 millimeters from the terminal pin. There were stretched conductor coils noted, which were likely associated with the explant procedure. Additionally, there were cuts in the polyurethane insulation, which was most likely due to removal of the suture sleeve. The extracting stylet was returned with the lead as it was stuck in the distal segment. The segments returned were found to be electrically continuous. The clinical observation was unable to be reproduced or confirmed during laboratory testing.